Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. An approximate 1 cm portion of the j wire remains implanted.